Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from august 22, 2014 to august 23, 2014. The device was returned for evaluation. Visual inspection was performed and revealed that the yellow cap had separated from the housing. The reported condition was verified. The cause of the separated coil cap was determined to be malformed housing; however, the cause of the malformed housing is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor fell off when opening the package. This occurred before use. There was no patient involvement. No additional information is available.